Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identify, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event.

Event description:
The complaint involved a pt who underwent hip revision surgery on (B)(6) 2015. The original surgery was dated (B)(6) 2003. The revision surgery was performed due to implanted stem breaking. In the revision, the acetabular cup, screw and liner (all non-omni) were explanted along with the omni femoral stem, femoral head, and modular neck.